Event description:
The reporter stated that the mx701 was being used in a pt's home during an investigational study (phd system for dialysis). The customer stated that the threading between the arterial needle and the w connector did not form an airtight seal, which allowed air into the line. At minute 75 of a 100 minute run, shortly after a bolus of heparin was administered, the dialyzer alarmed for air in system which stopped the blood pump and clamped off both lines. The pt experienced shortness of breath and chest pains. The pt was placed in the trendelenberg position on their left side and taken to the hosp. A chest x-ray was taken and the pt was examined and released. The reporter stated "it is not clear if the pt experienced an air embolism". Following the incident, the customer's engineers examined the machine and determined that the air bubble indicators functioned properly.